Manufacturer narrative:
A4: patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) began to alarm a continuous sound, but that their ventricular assist device was not experiencing an active alarm. They were instructed to move to batteries and the alarm continued on the mpu. They then disconnected the mpu from the power strip and the alarms stopped. When the equipment was plugged back into the power strip, no lights appeared. The sound stopped when unplugged, but after about 30 minutes, the continuous sound came back on with the patient still on battery power. Per patient, continuous sound remained on the mpu even when not attached or having an active alarm. The patient performed troubleshooting techniques of swapping to batteries, reconnecting to a wall power source, and replacing internal batteries. Patient lived 4 hours away from center, so the center did not provide log files. It was noted that the patient would be shipped a new mpu for replacement and that the faulty mpu would be sent back for analysis. A warranty replacement was requested as this patient was implanted in (B)(6) 2024.

Manufacturer narrative:
Corrected data: section e3: occupation corrected. Section g4: PMA/510(k) # corrected. Manufacturer's investigation conclusion: the reported event of a continuous alarm was confirmed during evaluation of the returned heartmate mobile power unit (mpu). The returned mpu, serial number (B)(6), was evaluated at the service depot on 18jun2025. The unit was connected to ac power and a yellow replace mpu batteries alarm activated. The mpu aa batteries were replaced with known working test batteries and the alarm resolved. No further testing was performed. The provided information indicated no log files were available. The root cause of the continuous alarm was determined to be due to depleted aa batteries. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 03apr2024. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve replace mobile power unit (mpu) battery alarms. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, informs the user of how to insert or replace the mpu batteries. The heartmate 3 instruction for use section f, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarms occurring on the mobile power unit (mpu) was unable to be confirmed. The mpu (serial number: (B)(6) was not returned for analysis and no log files were submitted for review. Multiple good faith efforts were sent asking if any log files could be provided and if any product would be returned for analysis. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined throughout this investigation. The device history records were reviewed, and the records revealed the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.